Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event in which infusion set tubing was kinked on (B)(6) 2023 which results into leakage issue.the leakage was in the tubing. The infusion set was in use for five to six hours. The blood glucose level was 500 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.